Manufacturer narrative:
The was no cable damage observed during testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument associated with this complaint was received was evaluation and completed. Failure analysis investigations did not replicate nor confirmed the customer reported complaint of "instrument was unable to be released from stomach tissue." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to misuse of the product and recognition issues. Additionally, the instrument was found to have dried residue on the clamping pulleys, common causes of the failure mode residue instrument clamping pulleys are typically attributed to improper cleaning/reprocessing techniques, such insufficient flushing. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted hiatal hernia- paraesophageal surgical procedure, the force bipolar instrument was unable to be released from stomach tissue. As a result, there was a noted injury and bleeding to the stomach tissue requiring intervention. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information. The force bipolar instrument¿s jaws would not release the stomach tissue, the instrument release kit (irk) was used without success. The surgeon called an isi technical support engineer (tse) for assistance and was instructed to use another instrument to straighten the wrist of the force bipolar instrument, and then used the same instrument to pry the jaws open to release the stomach tissue. As a result, there was a perforation in the stomach tissue, and bleeding that needed to be repaired. The surgeon aborted the intended hiatal hernia procedure and was required to perform a gastropexy and suture the stomach closed. Although no additional tissue had to be resected. The surgeon performed a leak test with no further complications. Blood loss was less than 100ml. The rest of the procedure was completed robotically. It was noted that the force bipolar instrument was not intact, described as "the cable was broken" and a thin piece of cable was sticking out around the wrist of the instrument. The surgeon reports that on day two post-operatively the patient had complications, an upper gi endoscopy was performed and a contrast leak was found. The patient then went back into the operating room for a second procedure of a subtotal gastrectomy. The patient was then transferred to a tertiary hospital and required an ivor lewis with a esophagogastrectomy. The surgeon states it is unclear if the injury sustained during the first procedure on (B)(6) 2023 was the cause of the post-operative complications. Isi also received FDA medwatch report with MFR report #mw5118476 stating: "the gear/cable mechanism of the fenestrated force bipolar broke while grasping the stomach. The instrument could not be opened (with help of intuitive support ¿ would not open w/irk) so the stomach was forcibly removed which caused a large hole in the stomach. Stomach repaired in 2 layers, leak test of egd was negative. Unable to complete the paraesophageal hernia repair as planned ¿ performed gastropexy instead.¿.

Manufacturer narrative:
Additional information was recently received for this event including various patient medical records. The initial medwatch report described complications following a da vinci assisted paraesophageal hiatal hernia repair, difficulty releasing a force bipolar instrument from the stomach, and a switch to a modified surgical procedure. The initial medwatch also reported a second robotic surgery on postoperative day 2, after which the patient was transported to a tertiary hospital where another surgical procedure was performed. The medical records provide the following additional information for postoperative day two: the patient became septic and was returned to the operating room for exploration, which revealed stomach necrosis and a complete dehiscence of the esophagogastric anastomosis. A near-total gastrectomy with stapling of the gastroesophageal junction and vision of the stomach near the pylorus was completed. A nasogastric tube was placed, the hiatus was closed, and the abdomen was left open. Upon transfer to the tertiary hospital, the patient was intubated, a continuation of an ivor lewis-style gastric conduit was performed, including an esophagectomy with a spit fistula. A chest tube was placed for empyema, and a jejunal feeding tube was placed. The patient remained hospitalized for 24 days after the initial procedure where wound care therapy was established on the midline abdominal incision with a wound vacuum applied, and for continued jejunal-tube feedings. The patient was discharged to a rehabilitation center for six months, then to a long-term care facility for 28 days for continued wound care, physical therapy, and attempts at weaning of the tube feedings. Approximately 5 months after the initial procedure, the patient underwent an esophageal reconstruction using the left colon. The patient was discharged to home on an unspecified date with ongoing outpatient visits. Ultimately, the patient's jejunal tube was removed, and wounds were healed. Images of the force biopolar instrument were received for review. The images show the force bipolar instrument on arm 1which is in a faulted state, with a message for "arm not ready. Remove instrument to continue". A second photo shows the use of a laparoscopic instrument coming in from screen right and potentially being used to manipulate or remove the force bipolar from the tissue as was reported by the customer. From the photos alone, it cannot be determined if there was any patient harm, including the tissue damage that was reported in the complaint.